Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of two (2) years, seven (7) months due to unknown reason. The explanted valve was replaced with another 25mm 11500a valve. The implantation data card indicated that the device explant was not due to deficiency of the original device. The patient was taken to recovery post procedure.